Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: details provided by event author: ¿ staff member was attempting to place piv but had to remove it due to vein rolling. At this time, we learned that the needle would not retract when we pushed the white button. The specific needle was the insyte autoguard, 24 gauge x 0.75 inches. It was noted that this happened earlier in the day as well (unsure of which IV catheter it was).¿

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4059386. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.